Event description:
The dentist reported that after 1 month that the dental implant was installed in intra-oral region #30 it was verified its non osseointegration. 60 ncm of primary stability was achieved and immediate load was not performed. Implant was immediately carried out and patient presented infection..